Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device intermittently undersensed r-waves during a surgery due to variable amplitudes. The return to sinus was then misdiagnosed by the device. Programming changes were recommended. The patient was stable post procedure.